Event description:
It was reported that the catheter broke in half during insertion. Patient was x-rayed to make certain there were no pieces remaining in the body. No pieces were found. A second device was opened and used without incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.